Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges meter does not reported "active insulin" correctly when considering the carbohydrate information inserted. Caller stated when using the bolus suggestion, the "active insulin" is always at "0," the bolus suggestion is therefore always higher than the bolus calculated manually. No adverse event reported. Requested return of the alleged device for evaluation.